Event description:
It is reported that a customer experienced blood glucose levels in the low 50 mg/dl. The customer was informed that there could be many reasons for low blood glucose. It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer did not want to trouble shoot the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.